Event description:
It was reported that the surgeon complained there was 3.5 diopters of remaining post op refraction despite all correct biometry calculations. The surgeon questioned if there was a diopter mix-up. No reports of problems during the implant surgery. Post-op first day uncorrected visual acuity (ucva) is 0.05, best corrected visual acuity (bcva) is 8/10 (+3.50 + 1.25 x 100). There were no changes seen at refraction over two weeks of follow up. On (B)(6) 2012 the patient had a second surgery, using the piggyback method where a 5d hydrophilic acrylic intraocular lens (iol) was implanted and limbal relaxing incision done. Post op first day ucva is 7/10 and bcva is 10/10 (+0.75 +0.50 x 120). Post op refraction stayed the same after three days.

Manufacturer narrative:
(B)(4). The primary cause for this event was the inadvertent switching of the DHR (device history record)/labeling pouches between the two totes of impacted lenses on an in-process storage rack. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information from the reporter indicated that his patient is doing fine after the second procedure. He noted that there is some risk of the patient developing posterior capsule opacifications between the two iols but at this time he has not observed this in the patient. (B)(6).